Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 23.3 mmol/l, 10.8 mmol/l, and 24.8 mmol/l. Low blood glucose symptoms were reported with these results. The customer tested 2.3 or 2.4 mmol/l on a non-roche system. No adverse event related to the device was reported. Requested return of suspect device.